Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red particle material on the shell and creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Patient reported for left side "incorrect sizing", "left breast capsule - fibrous breast capsule with features of silicone leak". Patient reported "within the capsule there is a mild chronic inflammatory infiltrate with frequent foreign body type granulomata with embedded refractile material consistent with silicone", "in areas there is some attached fatty tissue and skeletal muscle, with no glandular breast tissue seen". The device has been explanted.